Event description:
It was reported that during the aneurysm surgery, the subject stent was prematurely deployed about 5 inches from the distal tip of the microcatheter. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the aneurysm surgery, the subject stent was prematurely deployed about 5 inches from the distal tip of the microcatheter. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section d4: expiration date, gtin- updated section h3: device evaluated by mfg: updated section h4: manufacturing date: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the lumen of the microcatheter, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were both not returned. The microcatheter had been cut in two places, which is aligned with the event description. The stent was located within the first 6cm of the microcatheter, measured from the proximal end. The stent was noted to have minor deformation towards the distal (open cell) end. All 3 marker bands were present at both ends of the stent. The functional analysis was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event ¿stent deployed prematurely during use' was confirmed during visual inspection. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the introducer sheath was properly inserted inside the microcatheter (mc) hub prior to stent transfer. There was no gap between the distal end of the introducer sheath and the proximal end of the mc shaft. It was reported that ¿stent detached in the microcatheter. Stent ended up about 5 inches from the distal tip of the microcatheter. The stent was returned for analysis in a deployed condition inside the lumen of the returned microcatheter. The stent was no longer loaded on the stent delivery wire (sdw). The microcatheter had been cut open and the stent was partially exposed, approximately 6cm from the proximal end of the microcatheter shaft. This is contradictory to the event description which states that the stent was located approximately 5 inches from the distal tip of the microcatheter. The stent was removed, and minor deformation was noted towards the distal end of the stent. The introducer sheath was not returned for analysis, and the sdw was also not returned for analysis. Given the event description and the condition (and location) of the stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, the sheath might have inadvertently moved proximally prior to stent advancement out of the sheath. This movement can occur if the rotating hemostatic valve (rhv) vent cap is not tightened sufficiently on the introducer sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap between the distal end of the introducer sheath and the proximal end of the microcatheter lumen. The user will then experience resistance while attempting to advance the stent through the microcatheter, often resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action the distal bumper of the sdw can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported event ¿stent deployed prematurely during use¿ and as analyzed event ¿stent deployed prematurely during use, stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors during stent transfer/advancement.